Event description:
Clinician reports that the implantation of a dental implant in site 12 took place on (B)(6)2011 with a simultaneous ridge augmentation procedure using bone ceramic and membrane membragel. The clinician reports that there was an infection approx in (B)(6) 2012. The gingiva was closed around the implant. There was a secondary infection of the membrane (membragel) and possibly bone ceramic. The membrane membragel was removed and it was re-sutured. The dental implants in sites 22/21/11 were saved.

Manufacturer narrative:
Catalog #070.101, membragel, package insert instructions for use state "treatment outcome is dependent on operative technique and patient response. As with any surgical procedure, infection is a risk. Use sterile intra-operative technique. Do not use at infected sites." Catalog #070.101, membragel, package insert instructions for use state, "the following complications are common with the surgical intervention with barrier membranes and therefore may not be totally excluded: soft tissue dehiscence, hematoma, pain, inflammation, increased sensitivity and redness."